Event description:
Healthcare professional reported "rupture" and "concern with the product" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: sharp broken on posterior, striated opening on anterior, missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening a striated opening on anterior assessed as surgical damage missing shell assessed as inconclusive.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and "concern with the product" against right device. The device remains implanted.